Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient required emergency medical assistance (911) and on-scene paramedic treatment due to a reported episode of rapidly decreasing blood glucose on the first day of sensor wear. During the emergency call, the patient explicitly stated that she contacted 911 because she was ¿crashing.¿ paramedics provided active medical support at the scene. Interventions included patient stabilization, assistance with device calibration, and guidance on carbohydrate intake, including whole milk, heavy whipping cream, honey, and glucose rescue products. This confirms that medical treatment was administered by external healthcare professionals. Although the call did not include specific details regarding dexcom cgm readings or alert behavior during the episode, emergency medical involvement was required, including glucose rescue measures and device-related support delivered by paramedic personnel. No additional information was obtained during the call. At the time of reporting, the patient¿s condition had stabilized and she was reported to be fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 1/29/2026. It was reported that an adverse event occurred. Data was further reviewed on the alleged incident date, (B)(6) 2025, the estimated glucose values a new session started at 05:24 pm. At 05:49 pm, after warmup completed, the first egv (50 mg/dl) was below the urgent low threshold (55 mg/dl), and the app delivered an urgent low alert at 100% volume, which was acknowledged immediately. The egvs rose to 57 mg/dl, but no additional alerts were delivered as the urgent low alert acknowledgement snoozed the low alert. At 05:59 pm, the egv (71 mg/dl) returned within target range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.